Event description:
Patient reported obtaining a blood glucose results of 368 mg/dl, while using the suspect device. Patient indicated that, within 5 minutes, he retested blood glucose using the suspect device and obtained a result of 163 mg/dl. Patient reportedly delivered 5 units of regular insulin, based on the 163 mg/dl result. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.